Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 252 mg/dl. The customer delivered a bolus to stabilize bg level. The suspected cause of the bg level was due to consuming a snack prior to contacting tandem technical support (cts). The customer declined to troubleshoot with cts.